Manufacturer narrative:
(B)(4). Added additional information device b additional information: batch # j90f5m, expiration date: 1/28/2017, manufacturing date: 2/28/2012. Device (a) was returned with the blade scratched and cracked, but not broken off as reported. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device (b) was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly caused an instrument error. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic thyroidectomy while using the device the tip of it was broken. The surgeon found it and took it out of patient body. After that, or nurse changed the new device and it showed instrument error. Procedure was prolonged by 30 minutes. No patient consequences were reported. Procedure was completed with same like device. Two devices will be returning.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.